Event description:
Complainant alleged that after delivering one shock to a female patient in cardiac arrest, they attempted to deliver a second shock, and the device failed to allow discharge and displayed an unknown "defib fault" message. Complainant indicated that the clinician obtained another device to continue treating the patient. The patient's heart rhythm converted to asystole. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.